Manufacturer narrative:
As of today, the device has not been returned and it is unknown if it will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was able to be interrogated without issue. A review of the memory noted no resets or alerts. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed; no noise was noted on the live electrograms. Laboratory analysis was unable to reproduce any of the reported clinical observations.

Manufacturer narrative:
The device is expected to be returned. Once it is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that the (B)(6) patient with this pacemaker experienced a fall and was brought into the clinic for evaluation. The physician noted it was difficult to establish telemetry with this device and there was noise noted on the associated non-boston scientific lead. A revision was performed and the device and lead was explanted and successfully replaced. No additional adverse patient effects were reported.